Event description:
Customer reportedly received results of 242 mg/dl and 100 mg/dl within 10 minutes on the aviva system. No actions taken based on device results. No adverse event reported. Requested return of suspect device but strips have been consumed and the strip vial has been discarded. Replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Strips were consumed and strip vial was discarded prior to customer contacting manufacturer. Device will not be returned.